Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When the patient was asked to clarify the statement "the implantation of the device was considered a failure", the patient stated that the symptoms after device implantation was not improved. The patient stated that there was no perceptible improvement after implantation. The patient stated that it was unknown about the device not working. When asked about the most likely cause of the event, the patient stated that there was no improvement of symptoms. The patient stated that the issue was not resolved and stated that they have alternative (botox injections).

Manufacturer narrative:
B5: "implementation" instead of "implantation". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-apr-16, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't feel like the unit was doing them any good whatsoever because they were not any better than they were before it was installed. Patient said when they feel the urgency to go to the bathroom many times they can't make it. Agent asked patient if they were getting 50% symptom improvement and patient said they think it's worse. Patient stated they realized this week that they cannot feel any stimulation whatsoever. Agent walked patient through how to connect the external devices to the implant. Patient was able to successfully connect to implant. Redirect to doctor if issue persists. Patient mentioned they want to increase the stimulation to see if it works, patient also mentioned they have an appointment with the doctor on (B)(6). Patient reported no change in baseline and never receiving therapy benefit. They also reported urinary incontinence. On 2025-nov-10, additional information was received from the patient. They reported that the cause of not feeling stimulation was not determined. The most likely cause or contribution to the issue was unknown. As steps of resolution, they noted nothing. The implementation of device was considered a failure. The issue was not resolved and no further action will be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of not feeling stimulation was not determined. The most likely cause/contribution was unknown. As resolution, the doctor told them to forget that the device was implanted and they will try alternative avenues. The issue was not resolved and no further action will be taken. Their device did not improve anything.

Event description:
On (B)(6) 2025, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they didn't feel like the unit was doing them any good whatsoever because they were not any better than they were before it was installed. Patient said when they feel the urgency to go to the bathroom many times, they can't make it. Agent asked patient if they were getting 50% symptom improvement and patient said they think it's worse. Patient stated they realized this week that they cannot feel any stimulation whatsoever. Agent walked patient through how to connect the external devices to the implant. Patient was able to successfully connect to implant. Redirect to doctor if issue persists. Patient mentioned they want to increase the stimulation to see if it works, patient also mentioned they have an appointment with the doctor on (B)(6). Patient reported no change in baseline and never receiving therapy benefit. They also reported urinary incontinence. On 2025-nov-10, additional information was received from the patient. They reported that the cause of not feeling stimulation was not determined. The most likely cause or contribution to the issue was unknown. As steps of resolution, they noted nothing. The implantation of device was considered a failure. The issue was not resolved and no further action will be taken.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.